Event description:
On december 17, 2008, it was reported to boston scientific corporation, that a prolieve rectal temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, the rtm's temperature did not rise after approximately ten minutes. The physician aborted the procedure. There were no complications and the patient's condition was reported to be "fine."

Manufacturer narrative:
The lot number of the device is unknown; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received by this manufacturer; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.